Manufacturer narrative:
(B)(4). Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. The field service representative (fsr) found that the system had not been powered on since the last preventive maintenance (pm) inspection. The fsr explained the correct charging process to the user facility chief perfusionist. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) the reported complaint corroborated. The batteries were received in severely discharged condition, indicative of improper maintenance. The low voltages indicates likely irreversible degradation of the batteries. The batteries accepted charge but failed load testing. Batteries both measured 5.5 volts direct current (vdc) upon receipt. 11.4 vdc is the typical range for a completely discharged (B)(4) battery. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr replaced the batteries at the customer site. The unit met manufacturer's specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries in the system 1 base were depleted. There was no patient involvement.